Manufacturer narrative:
Additional info has been requested and if received will be reported on a supplemental report. Same pt event as MDR - 8031020-2011-00031.

Event description:
The ring of the wire post was found broken in the surgery, after removal from pt.